Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, 20x2.50mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After the lesion was crossed with a non-boston scientific (bsc) guide catheter and a non-bsc guidewire, successful pre-dilation resulted in a residual stenosis of 60%. A 20 x 2.50 promus elite was advanced for treatment. During the procedure, while penetrating the non-bsc guide catheter inside the patient, the shaft of the stent broke. The device was removed, and the procedure was completed with another 20 x 2.50 promus elite. The patient was stable post-procedure.